Manufacturer narrative:
Manufacture's ref #(B)(4). Correction: on 9-dec-2022, it was determined the event was initially assessed incorrectly as a foreign material issue, however, the event has been reassessed to be a cloudy/film tubing issue and an issue of air bubbles in the tubing. The customer's reported issues are not considered to be MDR reportable. The cloudy tubins is considered to be a cosmetic topic and not actually a film that can be detached from the inner wall and cause any risk to the patient. Air bubbles in the tubing set can be an expected part of procedure set up, and flushing should be performed in order to remove the bubbles. A safety feature of the pump is in place in order to stop flow if air is detected. This even is no longer considered to be MDR reportable.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that an unknown patient underwent a cardiac ablation procedure with a smartablate¿ irrigation tubing setand foreign material was found inside in the tubing upon opening the packaging. It was reported there was a white foreign material-like substance in the tube. The foreign material-like substance did not move even after flushing. Timing was immediately after opening. The device was flushed, but no foreign material-like substances were found. The device was replaced with a new one, and the case was continued. The bubble was confirmed from the pump (downstream). Bubble movement during pump operation (unknown), pump error (none). The procedure was completed without patient's consequence.